Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer reported that a rgb video cable connected from the printer out port on the cv-190 to a c-arm. The customer reported there was an sdi cable connected from the c-arm to the sdi input port on the lmd-1951md monitor. Tac instructed customer to connect an sdi cable directly from the sdi output port on the cv-190 to the lmd-1951md monitor and customer confirmed there was an image. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, no image on the lmd-1951md monitor when connected to the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to the effect of the c-arm because the image was obtained by directly connecting the sdi cable without the c-arm. Olympus will continue to monitor field performance for this device.